Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious events of device malfunction, redness, fluid aspirated with seriousness criteria as required intervention were added and the previously considered non-serious events of pain, swelling and can't walk/ could hardly walk/ gait disturbance were considered serious (seriousness criteria: required intervention). This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency had pain, swelling, can't walk/ could hardly walk/ gait disturbance, redness, fluid was aspirated and aspirated fluid culture drew a gram-negative. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiry date: not reported) for osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, (symptoms noticed within 24 hours), the patient had pain, swelling and could not walk. On an unknown date in (B)(6) 2017, the patient had redness and could hardly walk (gait disturbance). On an unknown date in (B)(6) 2017, the fluid was aspirated and fluid culture was done that revealed gram-negative. Blood work was not completed. The patient was given beta-methadone injections it was unknown to the caller if patients did any weight bearing activities. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: beta-methadone for pain, swelling, can't walk/ could hardly walk/ gait disturbance, redness, fluid was aspirated outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with ptc number 50446 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for can't walk/ could hardly walk/ gait disturbance, device malfunction, device malfunction, swelling, redness and fluid aspirated. Additional information was received on (B)(6) 2017, both processed together with the clock start date of (B)(6) 2017. This case initially considered non-serious was upgraded to serious as the serious events of device malfunction, redness, fluid aspirated with seriousness criteria as required intervention were added. The previously considered non-serious events of pain, swelling and can't walk/ could hardly walk/ gait disturbance were considered serious (seriousness criteria: required intervention). The event term was updated from can't walk to can't walk/ could hardly walk/ gait disturbance. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly.. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later experienced gait disturbance,pain, swelling, redness and knee was aspirated. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.